Event description:
It was reported that on 28-apr-2026, the patient experienced an episode of hypoglycemia. The blood glucose level was reported low, and it was managed with orange juice.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.